Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3552 showed thirteen other similar product complaint(s) from this lot number.

Event description:
It was reported "two piccs inserted at one of our other sites, that came back to us leaking. These were single lumen, inserted (B)(6), leaks noticed (B)(6) and exchanges were done." Add info rcvd (B)(6) 2022: in the reported cases, patients had to undergo a PICC exchange procedure. This report addresses the second device.